Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure, no phacoemulsification was experienced. The phaco handpiece was switched out to complete the case. There was no harm to the patient.

Manufacturer narrative:
Additional information: the system was examined and the reported event was replicated. The handpiece was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 28, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause can be attributed to a non-conforming handpiece. (B)(4).